Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt/monitor communication issue) has been confirmed. As received, the electrode belt was found to have a broken connector nut. The connector nut was cracked and did not allow proper mating of the electrode belt to the monitor. The poor connection caused multiple communication issues between the monitor and electrode belt. The root cause of the broken connector cannot be positively identified but likely resulted from excessive force applied to the trunk cable connection during attachment/removal. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) female pt called in to zoll lifecor customer support to report that her monitor was indicating that there was a problem. She had received several service codes and could not identify any physical problems with the system. The pt was provided with a replacement electrode belt.